Event description:
I started having seizures and my health had declined to the point that I am jobless, homeless, carless, I can not function. My breast implants are 18 years old and ruining my life. I have every symptom of moldy boob. It's not funny, I need to get them removed but since I live in alleys and garages when lucky. It's hard to get a doctor. I was a very successful working woman until this poison started to leak into my body causing me to make bad decisions which led to me being homeless. Now I am too sick to move most days. The implants are killing me.